Event description:
Patient was revised to address acetabular loosening. Update: 11/08/2011 - litigation papers received. They allege that patient experienced elevated cobalt and chromium levels. Added femoral head. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** - medical records received (B)(4) -2013. Revision operative report indicates the following: pain; moderate synovial reaction; loose acetabular component. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.